Event description:
It was reported that the patient has high lead impedance. The x-rays reportedly looked fine. The patient had a full replacement. The explanting facility discards all explants. No additional relevant information has been received to date.

Event description:
Product analysis for the lead was completed and approved. Lead fracture was confirmed. During the visual analysis of the first and second portions, the ring coil was found to be broken at the portion¿s mating ends. The broken ends of the coil show appearance suggesting that a fatigue fracture has occurred. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, and the abraded opening on inner tube at coil break location, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Generator and lead were received for analysis. Product analysis on the generator was completed and showed no performance, or any other type of adverse condition found with the pulse generator. Analysis for the lead is underway but has not been completed to date.